Event description:
It was reported that during an unknown procedure, there is no additional information about the device. No additional information is available.

Manufacturer narrative:
(B)(4). Advancer bypass, malformed clip. The device was received in good condition, it was cycled and was fed two clips conforming, two scissored clips and four clips were advancer bypassed causing pear shaped clips and then, the device locked out as intended. It could not be determined what may have caused the scissor issues.